Event description:
It was reported by patient's attorney that his client was treated with a gamma nail at the left femur in 2006. Due to the nail fracturing a revision surgery became necessary in 2008.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If additional information or device becomes available, it be reported on a supplemental report.